Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.